Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 09 sep 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced four events, which were associated with the four units, involving one patient. This is the first of four reports. Refer to 9611594-2024-00187 for the second report. Refer to 9611594-2024-00188 for the third report . Refer to 9611594-2024-00189 for the fourth report . It was reported, ¿we placed a gastrostomy [on (B)(6) 2024] with the usual procedure where we used an introducer set that includes 4 suture anchors. We sat as we usually do 4 anchors around the stoma. Something must have been wrong in the production of these. All 4 anchors came off within 3 days after we had the procedure. We have never experienced that all the suture buttons have come loose at almost the same time... The first anchor came off within a day. Second button on day 2 and the remaining two buttons on day 3. The buttons themselves were firmly attached to the suture thread so it was the thread that broke. When I "poked" on suture button two, it fell off with a small suture thread still stuck in the button. It seemed to be dissolved 0.5-10mm below the button, i.e. Where the thread goes under the skin. The patient in question was very thin so the threads were not tight and had a gap of at least 5mm from the skin. We asked if there was fluid leaking through the stoma or suture wire channels that might have affected the buttons, but it hadn't. Snuff-dry."

Manufacturer narrative:
The device history record for the reported lot number, 30298576, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 11-sep-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.